Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer states they will call back and do not have the meter with them at this time. Provided customer call back number and reference number.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 110 to 128mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 214 and 181mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 10/20/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:217mg/dl date: (B)(6) 2018 time:1:36pm fasting; result 2:238mg/dl date: (B)(6) 2018 time:1:35pm fasting; result 3:170mg/dl date: (B)(6) 2018 time:1:34pm fasting; result 4:221mg/dl date:(B)(6) 2018 time:11:16am fasting; result 5:256mg/dl date: (B)(6) 2018 time:12:49pm fasting.